Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing power module, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted third-party service agent for service of their device. Upon initial evaluation, it was observed that the device would not power on. There was no report of patient involvement with this event.